Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be determined through this evaluation. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2018 due to an intracranial hemorrhage. According to the vad clinician, upon assessment by the emergency department (ed), the patient¿s glasgow coma scale (gcs) was 3 and pupils were 4 mm and sluggish. There was brown drainage from the lvad site. The patient was intubated in the ed, emergently. Inr was elevated to 10.4. CT head was performed revealing massive ich (intraparenchymal, intraventricular hemorrhage (ivh), subarachnoid hemorrhage (sah) and sd). The pump was not explanted. No further information was available.